Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Customer reported eating packs of honey or fruit to address low bg. Reportedly, the customer reverted to an alternate method of insulin therapy.